Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited fluctuating impendence measurements from 750 to 1630 ohms, varying intrinsic amplitude and increased pacing threshold measurements. Boston scientific technical services (ts) suggested measures the evaluate system integrity. The patient presented for follow up and performed the suggested maneuvers; however, no noise was seen. Thus, no intervention was planned. Instead, the device was reprogrammed and remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.